Manufacturer narrative:
A new device will be implanted following infection resolution. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this device was explanted due to pocket infection. No allegations from the field that the device caused or contributed to the observed clinical outcome. No other adverse effects reported the explanted device is not being returned.